Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with a manual injection. The customer did not have any symptoms of high blood glucose. Troubleshooting found the tubing appeared to be block on the infusion set. The customer reported the inulin pump passed a high pressure test. The customer's current blood glucose was 191 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.